Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was diabetic ketoacidosis. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose was over 600 mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected less than 24 hours prior to passing. The customer was sick and had reverted to manual injections. The customer was not using sensors. The customer was dead on arrival at the hospital. The customer had multiple diabetic ketoacidosis incidents before passing. The caller declined to return the insulin pump for analysis as they no loner had it.

Manufacturer narrative:
The notified date provided with the initial report was incorrect. The correct notified date is 25-feb-2019.